Event description:
Reported by patient as: "my port leaked, I had it replaced. I also had a burning sensation at my port site. The replaced port would not fill either. Now my doctor wants to replace my band and port." Follow up with the doctor's office reveals: due diligence follow up attempted three times with dr. Office with no reply back.

Manufacturer narrative:
Taper type ii. Medwatch sent to FDA on: 15/oct/08. The product associated with this report will not be returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."